Event description:
It was reported that a user new to the ilet bionic pancreas experienced hypoglycemia with blood glucose readings in the 40¿50 mg/dl range and received multiple cgm alarms including low bg, urgent low, and urgent low soon; the user requested limiting alarms and was counseled that certain FDA-required alarms cannot be disabled, and education on cgm alert settings and caution with changes was provided. Symptoms included frustration. Outcomes included successful correction with oral glucose in the form of a shake, without need for outside assistance or medical intervention. Investigation included complaint intake review and user education on alert functionality and appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction and that required cgm alarms functioned as designed; the event was consistent with user management decisions around carbohydrate intake and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device failure identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.